Manufacturer narrative:
(B)(4). The device was not available for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the automated peritoneal dialysis cassette was leaking during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.